Event description:
It was reported that blood was leaking from the syringe plunger seal. There had been multiple syringes leaking daily at time of capping, time of sending to lab etc. Patients required a redraw of the sample every time. There was no patient injury.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: mfg. Establishment name updated d9: device received on 6/17/2025. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. No leakage was observed past the wiper seals of the plunger tip rubber. There was no known cause of the reported issue, and no further action will be taken.